Event description:
Health professional reported, "band and port was explanted due to not being able to tolerate band tightening and severe acid reflux."

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan is determining a probable cause for this event. Health professional has declined to provide additional info. Device labeling addresses the possible outcome to reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."